Event description:
Two caregivers put sling on resident in the bed. They attached all 4 clips to the pins on spreader bar and lifted resident. Staffs turned lift with resident secured in lift to put her in her chair (call happened in her room). When staffs backed up lift and turned it, the resident fell through sling where leg straps are. She hit her head on the left base leg of lift. Her body and left leg were outside of the sling and her right leg was up in the air still in sling. Staffs undid clip on right side and lowered the resident to floor. Caregivers called nurses to assess resident. Resident was lifted by paramedics and transferred to hospital for assessment. (B)(4).